Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) provided reprogramming options. The device remains in use. No adverse patient effects were reported.